Event description:
It was reported that the patient scs device was not helping her. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately two to three years ago.